Manufacturer narrative:
The insulin pump was received with a cracked case at the display window and reservoir window corners, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 128 mg/dl. The customer state that there is cylinder that receives the reservoir, has plastic lip, that has broken off to create a jagged edge, put a bandage over it so it won't cut her, it is usable it functions, just has the jagged edge. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction. The customer will receive replacement of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.